Manufacturer narrative:
Customer service conducted troubleshooting by having the customer reset the program card, but it did not resolve the issue. The customer was instructed to return the pump to the rental facility for a replacement. In follow up with the customer on (B)(6) 2017, the customer stated that she called her doctor when she developed mastitis and he told her to use the antibiotics she had at home. She indicated that she still has mastitis, but was feeling better. She received a replacement pump and was working without issue. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that her symphony breast pump had an error message, was "stuck" and would not pump. She alleged that she has mastitis due to an inability to pump.